Event description:
The contact called for her brother. That morning the meter read 8.5 mmol/l. Customer service informed the caller of the difference between mmol/l and mg/dl and assisted the customer with resetting the units. The customer had been using the meter for a couple of days before realizing the units had been changed. The customer did not change his routine based on the readings. Customer service advised the customer to return the meter and will send a replacement.